Event description:
It was noted during the evaluation of this defibrillator for a different symptom that the optical switch did not work. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.